Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report. Corrected information provided in d9.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device unit (ccd) could not be determined. It is possible that the defective ccd was caused by unacceptable tension in the ccd holder assembly due to the use of an adhesive not adapted to the load or temperature collective, and created an insufficiently formed adhesive layer, due to asymmetrical alignment of the spring to the ccd holder before the bumper sleeve is joined, or pre-existing damage to the ccd holder assembly due to the use of a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the purple image was found to be caused by a broken r-unit. In addition, the reported issue (foreign material inside the device) was confirmed. It was observed that the llk plug of the video cable section had foreign material. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that there was foreign material inside the subject device. The subject device is an olympus loaner device. Reportedly, the subject device was not used and there was no procedure involvement. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the subject device displayed a purple image. This report is being submitted for the malfunction found during device evaluation (purple image).